Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high capture threshold. A new lead was successfully implanted. No additional adverse patient effects were reported.